Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just distal of the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. On october 30, 2024, bd released a field safety notice regarding failures of this nature, specifically within 4fr single-lumen powerpicc catheters (solo and non-solo versions). This advisory notice contains additional important information regarding this circumstance. Reference field safety notice mds-24-5154 for the full communication. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when the patient was receiving chemotherapy treatment, an obvious external leak was noticed during administration. The infusion was stopped and the line pulled immediately. Additional information 10/16: PICC line fracture developed near the hub/0cm marker. Chemotherapy being delivered at the time, with obvious risk to patient and practitioner. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was placed (B)(6) 2024; removed (B)(6) 2024. Total catheter length 47cm, placed in the basilic vein, exit site marking 5cm, secured with statlock. PICC dressed with j-loop after insertion. PICC used to infuse epirubicin and cyclophosphamide. No CT scans completed using this PICC, and no known occlusions. Leak identified by visible hole/fracture outside the patient (at exit site or on external part of PICC) at the 0cm/hub. PICC used 13 days. No x-ray imaging of this incident available. Catheter site cleaned with 3ml chloraprep.

Event description:
It was reported that when the patient was receiving chemotherapy treatment, an obvious external leak was noticed during administration. The infusion was stopped and the line pulled immediately. Additional information: 10/16. PICC line fracture developed near the hub/0cm marker. Chemotherapy being delivered at the time, with obvious risk to patient and practitioner. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was placed on (B)(6) 2024; removed on (B)(6) 2024. Total catheter length 47cm, placed in the basilic vein, exit site marking 5cm, secured with statlock. PICC dressed with j-loop after insertion. PICC used to infuse epirubicin and cyclophosphamide. No CT scans completed using this PICC, and no known occlusions. Leak identified by visible hole/fracture outside the patient (at exit site or on external part of PICC) at the 0cm/hub. PICC used 13 days. No x-ray imaging of this incident available. Catheter site cleaned with 3ml chloraprep.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.